Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing, which caused pacing inhibition of less than two seconds. It is believed that the root cause of the observations may be related to myopotentials. Technical services (ts) provided troubleshooting steps in order to rule out lead impairment or any mechanical concerns. No additional adverse patient effects were reported. The device remains in service.